Event description:
Note: this report pertains to a spyscope ds ii access & delivery catheter and spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in the common bile duct during a spyglass with electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii catheter started to go out, the image freeze, showed loading dots, and spyglass ds main screen. The spyscope ds ii catheter was unplugged and plugged back in several times and the problem was solve just momentarily. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.